Event description:
The facility reported a flo-gard infusion pump with a constant, false occlusion alarm. This condition was discovered during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, no connection to the patient¿s internal device could be established. The results of an integrity test (B) (6), 2010 indicated malfunction of the receiver stimulator. Explant and reimplantation is planned, but had not taken place at the time of this report march 18, 2010.

Manufacturer narrative:
(B) (4).